Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection, the spike was observed to have been cut off of the device and the top of the filter was deformed. A water filled syringe was attached to the cut tubing for leak testing and a leak was observed at the vent hole of the filter. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from near the air vent. This occurred 30 minutes after the start of infusion of paclitaxel and 0.9% sodium chloride in the oncology department. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.